Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging an unspecified error message on his one touch ultramini meter and also that the display was faded. He also alleged an issue with the test strips that they were contaminated and "colored". A medical surveillance specialist (mss) was unable to get in contact with the pt and sent a letter to the pt to contact lfs to obtain further clinical info. On the morning of (B) (6) 2010, the pt first noticed an unspecified error message on his ultra mini meter. He also mentioned that the display was faded. The pt then took an increase dosage of insulin of humalog (2-3 units). On the afternoon of (B) (6) 2010, he reportedly began to exhibit symptoms of feeling dehydrated, thirsty and sluggish. The pt was not tested on another device. He then self-treated himself with insulin. He did not seek any further medical attention or contact his physician for assistance. The pt does not recall what error message he received on the meter. It is unclear whether the unspecified error message was resolved. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, why he took an increase dosage if insulin he did not know what his blood glucose level was, how long his symptoms lasted, what did he mean by "colored" and more info about his test strips. The product was replaced. The complaint is being reported because the pt alleged that due to an unspecified error message, he was unable to test his blood glucose and took an increase dosage of insulin and later developed symptoms suggestive of a serious injury and had to self-treat.